Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles shooting into the patient's mouth and throat from the base of the machine, up through the hose and into his mouth and throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles shooting into the patient's mouth and throat from the base of the machine, up through the hose and into his mouth and throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally during the investigation, product investigation laboratory observed a heavy amount of contamination. An unknown brown contamination was observed on the exterior of the front panel, top enclosure, flip doors, rear panel, and interior of the bottom enclosure and rear panel. A dark-grey colored residue was observed on the exterior of the top enclosure and flip doors, and the interior of the top enclosure, front panel, bottom enclosure, rear panel, and iso (international organization for standardization) port. Fiber-like particles were observed on the bottom enclosure's interior and on the exterior of the front panel, top enclosure, rear panel, blower, and blower box. An unknown contaminant was observed on/in the air inlet. Dust-like contamination was observed in the bottom enclosure and on the blower. Evidence of liquid ingress was observed on the blower box and blower. A keratin-like substance was observed on the blower box and blower seal. Plastic pieces from the device were observed lying on the bottom enclosure. The bottom of the blower box had screws lying in it, due to the plastic on the blower being broken. User tampering was suspected due to the blower being severely damaged and the exterior having no indication of being dropped. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure. Product investigation laboratory was unable to directly address the symptoms. Product investigation laboratory can confirm the complaint of the device not providing enough pressure and particles being in the device (inconsistent with degraded sound abatement foam). In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device eval. By mfg?, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.